Manufacturer narrative:
No system error messages were associated with this event. Service was dispatched on (B)(6) 2011, and the field service engineer (fse) verified mcc boards. The fse found ac inlet with filter had a blue wire melted to the copper prong on fuse drawer assembly. The fse replaced the ac inlet with filter.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a loud pop and a burning smell from unicel dxi 600 access immunoassay analyzer. The instrument continued to run without errors. The customer disconnected power. There was no effect to patient or user, and no report of injury or flames. The fire department was not dispatched.